Manufacturer narrative:
U.s. Reporting agent notified on: (B)(6) 2012. Manufacturing site evaluation: received two broken screws. Sw77t and sw784t with the info that the screws were broken two week post-operative in (B)(6) 2012. Both screws were manufactured in 2010. The exact date of the implantation and revision are unk. Even after several requests, no details nor x-rays are available for analysis. The screw sw777t is broken 2.1 cm below the screw head. The screw sw784t is broken 1.5 cm below the screw head. Microscopic analysis shows arrest lines on both breakage surfaces, which is characteristic for fatigue fractures. The most likely cause for a fatigue fracture is a delayed fusion. This risk is mentioned in the IFU. As the x-rays and no details are available, the fatigue fracture due to delayed fusion is an assumption. We have reviewed the production documentation of both screws. They do not show any deviations. There is no indication for a material or manufacturing error as root cause of the breakage.

Event description:
Country of complaint: (B)(6). Products broke 2 weeks post-op. Additional device reported on medwatch 3005673311-2015-00054. Device 2 of 2.